Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons stopped working. Customer stated that it happened a week ago and he took the battery out for 12 hours. Customer placed the battery back in the pump and it worked, but 3 days later, the issue recurred. Customer stated that today it is only the act button that it not working. Customer is also receiving a low reservoir alert. Customer can't get to the menu to rewind. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that he wants to hold onto his pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.